Event description:
It was reported that the external pulse generator was not sensing properly. The generator was returned for evaluation and service. It was noted that the device was changed out and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.